Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted vaginal hysterectomy (lavh) procedure. The port was inserted into the skin. At the completion of the procedure an issue was discovered, the surgeon could not close the flange to remove the trocar from the patient. The cannula broke. The surgical time was extended by more than thirty minutes due to the product problem. In order to resolve the issue and complete the case, the surgeon made a longer incision to remove the product. The incision was extended by less than one inch. There was no patient harm. The patient outcome is reported as alive, no injury.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the opened device spiked trocar was received. The circular and envelope seal were intact. The flanges of the anchor were skewed and broken. The second device was received unopened in its original packaging. The condition of the first device precludes functional testing. Pmv performed functional testing on the second unopened device. The device was removed from its original packaging and all components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may be due to insertion or removal of the port without the anchor tabs being fully closed. Under these circumstances, the tabs may be exposed to excessive force and therefore break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.